Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s system was removed due to infection. The patient developed bacteremia due to (B)(6) with lead vegetation and presented to emergency room (ER) with right buttock pain. The patient was treated for necrotizing fasciitis and debridement was performed. The patient is enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event.